Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy1242 showed thirty other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch "a #4 fr single powerpicc inserted on (B)(6) 2022 began leaking at hub where clave is needed to be removed and another #4 fr powerpicc inserted a #3 fr provena powerpicc began leaking at hub where clave inserted had to be removed and #4 fr powerpicc inserted."